Manufacturer narrative:
Corrected lot number. An event regarding abnormal ion levels involving an exeter stem was reported. The event was not confirmed. Method & results: product evaluation and results: the device was not returned however, an image was provided of the stem once explanted. There was blood and biological materials visible on the stem along with black staining on the distal portion of the stem. Clinician review: not performed as medical records were not provided for review. Product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon, reported that he undertook a revision of an exeter mitch combination which had been implanted into the patient's right hip in 2007.

Manufacturer narrative:
The complaint history review indicated that there were no similar events for the reported lot. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
The surgeon, reported that he undertook a revision of an exeter mitch combination which had been implanted into the patient's right hip in 2007.